Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture and implant removal due to concern with the product. Device has been explanted. This record is for the right side.

Event description:
Healthcare professional reported bilateral "rupture" of saline devices and implant removal due to concern with the product. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp edge opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on posterior due to an unidentified (tear) opening. Reason for reoperation: deflation.